Manufacturer narrative:
The physician was not able to insert the 5f mynx control vascular closure device (vcd) through the sheath. Upon checking, they looked at the end of the device and it was split. There was no reported patient injury. This was a case of a left heart catheterization. The type of procedure was a diagnostic coronary procedure. The deployer¿s mynx training status was mynx certified. The device was stored as per labeling. The device was prepped per the instructions for use (IFU). The device was opened in sterile field. There were no visible signs of device/package damage prior to use. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. They used a 5f cordis sheath. The device was never in an acute bend. The device wouldn¿t go through sheath due to a split catheter. There was no resistance/friction experienced during any part of the procedure. There was no unusual force necessary during use of the device. The patient was not hospitalized nor was not extended the hospitalization as a result of the event. The procedure was completed using another mynx control vascular closure device. The product was not returned for analysis. A product history record (phr) review of lot f1922501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control atraumatic tip frayed/split/torn¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. However, handling and procedural factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician was not able to insert the 5f mynx control vascular closure device (vcd) through the sheath. Upon checking, they looked at the end of the device and it was split. They opened another mynx from the same box and product was fine and deployment was successful. There was no reported patient injury. The device was stored as per labeling. The device was opened in sterile field. The device is expected to be returned for evaluation.